Event description:
It was reported that the left ventricular (lv) lead dislodged a few days after implant. The lv lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).